Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-dec-2017 with the following findings: evaluation revealed a dim display with discolored text. Evaluation also revealed moisture on the keypad button contacts. A leak test failed due to a keypad cover leak. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed a dim display with discolored text. Evaluation also revealed moisture on the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 15-dec-2017.